Event description:
Transport strap unable to be fitted as hook is foulled by front armrest socket.

Manufacturer narrative:
The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occured in the (B)(6).